Event description:
The customer reported that when using the pt carriage the movable footboard, which was in a vertical position, did not stay in position and moved down towards the floor. This resulted in a broken toe on the right foot of the user.

Manufacturer narrative:
When investigation is completed a f/u report will be sent to the FDA. (B)(4).